Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, the camera head had blue screen, the patient was already anesthetized when the problem occurred. The procedure was completed with a back up device. There was a significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection did not identify any issues. A functional evaluation revealed that there was no issue with the video output. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Internal complaint reference case-(B)(4) a1: patient identifier must be in blank. There is confirmation a patient was involved but there is no specific data of the patient.